Event description:
It was reported that a clearlink system continu-flo solution set leaked from the drip chamber. This was observed during patient infusion, approximately 14.5 hours after the medication was hung. There was 222ml of chemotherapy left in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8169 for this event device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.